Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the sipap unit switches on, but nothing is displayed on the lcd screen. The customer checked the cables and connections and everything was working properly. There are no visible scratches or cracks on the screen. The inverter does have an output, but the customer cannot recall the voltage reading. There was no patient involvement associated with the reported issue.